Manufacturer narrative:
Second device was received for evaluation. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light emitting diode(led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection, the active blade on both of the dissectors coating burned off the bottom jaw. Nothing fell into the patient's cavity. There was no patient injury. There was no further information available. A second dissector was returned without an accompanying complaint.